Event description:
On (B)(6) 2022, it was reported by a distributor via sems that a ar-9236-03pp glenoid trials center peg is slipping, and not working. This occurred during an unknown case, the part was removed, and there was no patient effect reported. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-9236-03pp was received for investigation. Visual inspection identified that the central post broke. The cause remains undetermined, although a probable cause is attributed to damage incurred during the insertion and/or removal process.